Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer indicated via phone call that the pump is damaged at the battery compartment and the pump display only displays partial information. Customer also indicated that the act button dos not respond after being pressed. The customer's blood glucose level was 150 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.